Manufacturer narrative:
The device was returned for evaluation. The reported suture separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. G3: alert date on initial report was reported as 01/19/2023; however, the correct date is 01/18/2023.

Manufacturer narrative:
The date of event is estimated. The suture of the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
Returned material analysis found three additional proglide sutures noting deployment/retrieval failures. No additional information was provided.